Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was removed with tissue embedded within the helix. The lead would retract and extend but with more turns than expected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix fully extended and visibly bent. Therefore, no further helix testing possible. Dried blood on helix and sleevehead, but there was no tissue visible on helix. If information is provided in the future, a supplemental report will be issued.